Event description:
The facility rep reported a fail code 810:04. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital rep did not have information regarding whether there have been any reports of any pt injury or medical intervention. No additional information is available.